Manufacturer narrative:
User facility personnel stated that during the time of the reported event the hand control indicated the floor locks were locked. A steris service technician arrived onsite to inspect the 5085 surgical table and found the table to be operating properly. The technician made multiple attempts of locking/unlocking the table and was unable to duplicate the reported event. No issues were noted. The technician confirmed the 5085 surgical table to be operating to specification and returned the table to service. The 5085 surgical table's operator manual states (1-2), "failure to engage the floor locks before placing a patient on or removing from the table or disengaging the floor locks while a patient is on the table during a surgical procedure could result in the table rolling unexpectedly during the procedure." No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 5085 surgical table moved after personnel "bumped" it. The procedure was completed successfully, and no injuries were reported.